Event description:
Event description guidant received information that at the time of implant of a left ventricular pacing lead, this implantable transvenous defibrillation lead was found to be dislodged. There were no therapy delivery issues as the patient had needed no therapy. Sensing and pacing threshold measurements were normal. It was determined that the high defibrillation threshold measurements were due to the lead being dislodged.